Event description:
During the implantation of a boston scientific "watchman" device the surgeon "lost" the device and it ended up in the left ventricle of the heart requiring open heart surgery to retrieve the device. During the 8 to 9 hour procedure a stroke was also experienced resulting in severe loss of vision. Patient is still hospitalized.